Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level 208 mg/dl. The customer states that she is not able to clear alarms and not able to use the esc button. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive buttons due to flattened buttons dome switch. The insulin pump was unable to perform operating current test or verify battery out limit due to unresponsive button. No unexpected numbers ramping/scrolling during test. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.